Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, and h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated, and the reported device problem (no image) was confirmed. In addition, the evaluation also uncovered a torn cable and a faded serial plate. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (no image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.